Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the coupling tool side was not functioning and the attachment was loose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the coupling tool side on the quick coupling device was not functioning. The event was not related to surgery, there was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.